Event description:
Info received indicates the brake will set but does not hold.

Manufacturer narrative:
The tech isolated the issue to a broken brake detent mechanism. The tech replaced the brake detent to repair the bed.